Event description:
A caller reported experiencing a cgm error 42 while using the #g7sensor. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, which provided detailed instructions for a pump reset. After following these instructions, the customer successfully started their sensor session, and the cgm error did not reoccur.